Event description:
It was reported that an altitude alarm 21 was declared by the pump. The customer's blood glucose level at the time of the event was 222 mg/dl, which is within the normal range. The customer's insulin was not suspended due to the altitude alarm, and they were able to resume insulin with the original cartridge. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.